Event description:
Information received by medtronic indicated that the insulin pump had blank display and after changing battery. Customer did not received insert battery alarm display on pump screen. Contacts on battery cap were not missing or damaged. Customer stated that the battery compartment and spring was not damaged or corroded. Customer stated that display return after insulin pump restarted no harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.